Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit. The patient underwent a revision surgery on (B)(6) 2015, to put the implant body back into position; however, the issue could not be resolved. The device was explanted, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed (B)(6) 2015.